Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was successfully implanted on the anterior/superier (a/s) leaflets. A second ticlip was attempted to be placed on the a/s leaflets to further reduce the tr. The clip was placed on the posterior/superior (p/s) leaflets, but it was decided to proceed with deployment. During lock-line removal it was identified that the posterior leaflet had tissue damage. Approximately 3-4 minutes after deployment the clip was visualized to have tilted. A third triclip was then implanted between the two clips to provide stabilization to the second implanted triclip. The third triclip was placed on the a/s leaflets, there was tissue damage believed on the anterior leaflet. While closing the clip, there was an increased amount of tension in the system due to the location of the clips. It was suspected that the clip may have perforated the leaflets. The final tr was grade 3. There was no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported physical resistance/sticking. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported physical resistance/sticking appears to be related to procedural conditions. The reported poor imaging appears to be related to procedural conditions. The reported tissue injury appears to be related to procedural conditions. The reported patient effect of tissue injury, as listed in the triclip g4 system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.